Event description:
It was reported that the device was explanted due to out of range impedance on all leads. There was also no sensing and no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: ic - current leakage, unspecified. Preliminary analysis revealed a high current drain which depleted the battery and left the device nonfunctional. Further investigation confirmed the high current drain, and determined it was due to a leakage path in a transistor of an integrated circuit. During laser isolation of the suspect transistor, the device was damaged and further testing was not possible.